Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to water leakage from electrical connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, switch 3 had discoloration, the lock engagement lever had discoloration, the forceps channel port had a dent, due to damage on the guide pin of the electrical connector the water tightness was lost, the sheet holder unit had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the light guide bundle had breakage, and the light guide lens had stain. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had an image problem. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found lens glue with foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.